Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. Based on the evidence found on the returned device, the posterior cuff was missed and the reported complaint was confirmed. There was also a needle strike mark on the foot. The anterior cuff was found detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. The anterior cuff tabs were damaged and bent. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one on-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visable without magnification and would not be noted by the user. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment as evidenced by the needle strike mark on the foot. Functional testing was performed on all of the returned device and the devices passed with acceptable results. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records related to this event. There does not appear to be any indication of a lot-specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide device indicated is filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.